Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. The patient presented with an acute cold leg. Patient was able to identify exact time of symptom onset. Patient reported that while walking on a treadmill, the symptoms occurred. Physician took the patient to the or and proceeded to perform several angiograms which identified an acute limb thrombosis on the left iliac. Physician was unclear on the cause; however, further review of films revealed a separation between the first contra lateral limb and the second contra lateral flared limb. The physician performed an intervention where an additional limb was added in order to reline the stent grafts. Flow was restored to the leg and the type iii (separation) endoleak was resolved. No additional clinical sequelae were reported and the patient is doing fine. A review of returned films from an angio procedure revealed that the contra limbs were implanted into the left common iliac. A stent was also seen positioned within the left external iliac. The ipsi limbs were placed down into the right common iliac. The limbs were crossed within the distal aneurysm sac. There is an area of reduced flow lumen near the junction of the contra limb and extension, with thrombus seen below the junction. There is a slight separation (<(><<)>1cm) between the two stent grafts. No stent graft acute angulation was observed at this location. A type iii junctional endoleak could not be confirmed in the images, but it is unknown if the aneurysm sac is being pressurized. After re-lining the junction, the flow was restored. The cause of the separation is unknown. The amount of overlap at implant is unknown and earlier follow-up images were not provided.